Manufacturer narrative:
Several attempts have been made to obtain additional details of the reported events. No lot numbers are available, and the product was not returned for investigation. Based upon the information as presented, it is unknown whether the issue as described is related to the device, patient medical history, or surgical technique. Mesh erosion/extrusion is a known risk with the use of all mesh procedures and may be due to device malfunction, surgical procedure, or patient medical history. Erosion is labeled in the product instructions for use (IFU) warning section. When used correctly as intended, the clinical benefit to the patient for the treatment of stress urinary incontinence outweighs this risk.

Event description:
Sales rep reported: "I wanted to give an early report that dr. (B)(6) at the (B)(6) hospital reported to me that he has had to remove 5 short length slings in the past few weeks due to erosion and the sling dropping." Additional information has been requested from sales rep. This submission is MDR 3 of the 5 reported adverse events of erosion.